Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery charged from 20% to 40% in 2 hours. During troubleshooting with tandem technical support, the customer charged the pump with a different usb cable and wall adapter and was able to charge the pump to 65%. Customer reported blood glucose level was 132 (mg/dl). A replacement usb cable and wall adapter were sent to the customer.